Event description:
There was an allegation of questionable high lithium results for 2 patient samples on a cobas c 503 analytical unit. Sample 1: the initial result was 1.78 mmol/l, and the repeated result was 0.61 mmol/l. Sample 2: on (B)(6) 2025, the initial result was 2.00 mmol/l, and the repeated result was 0.63 mmol/l.

Manufacturer narrative:
The reagent lot number is 518629007. The expiration date was not provided. It was noted that some of the reagent probes had a white coating inside. The customer's system was modified to perform extra wash cycles on lithium tests, which appeared to resolve the issue. The investigation did not identify a specific cause of the event.